Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has an aortic valve angle of 47 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, at 80 percent, the valve was placed at 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). It was released at a same depth as 80 percent and after final release of the retainer tabs, the valve migrated towards the aorta. The user repositioned the valve using snare and pulled up above the sinotubular junction. A second 27mm, navitor vision valve was selected for implant and able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The implanter believes the cause of migration to be due to the shallow implant position. The patient was in a stable condition and subsequently discharged.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has an aortic valve angle of 47 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, at 80 percent, the valve was placed at 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). It was released at a same depth as 80 percent and after final release of the retainer tabs, the valve migrated towards the aorta. The user repositioned the valve using snare and pulled up above the sinotubular junction. A second 27mm, navitor vision valve was selected for implant and able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The implanter believes the cause of migration to be due to the shallow implant position. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of valve migrating to aortic direction and device malposition was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information the cause of the reported device migration appears to be related to a combination of patient conditions and procedural conditions (suboptimal implant depth of 2mm). The reported unexpected medical intervention was a result of case-specific circumstances as the device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.codes removed:health effect- impact code: 2199.